Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a160, serial (B)(4), product type: lead. Product ID 977a160, serial (B)(4), product type lead. The main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot (B)(4), ubd: 04-jun-2018, (B)(4); product ID: 977a160, serial/lot (B)(4), ubd: 04-jun-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that one of the leads migrated and the ins migrated. It was also reported that the ins was overdischarged and couldn¿t be interrogated. Charging had been difficult as the ins was roughly 6 inches away from where it was initially placed. Both leads and the ins were replaced on (B)(6) 2018 and no product would be returned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had stopped charging the stimulator because it was providing uncomfortable stimulation. The cause of the lead migration was unknown. No further complications are anticipated.